Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer found a possible faulty paddle set. There was no reported adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver the shock to a patient in cardiac arrest when attempted using pads and paddles.